Event description:
The customer states that the architect analyzer generated a falsely decreased tsh (0.2165miu/ml) on patient ((B)(6)) compared to repeat test result (1.9879miu/ml). The falsely decreased tsh result was reported from the lab, however, no impact to patient management was reported. There was no additional patient information provided. The controls have been within range.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, a review of manufacturing records, and a review of labeling. The issue presented in this complaint ticket was in relation to falsely decreased tsh results when tested with architect tsh reagent lot 18902jn00. An investigation was completed to determine the nature of the issue. A review of all complaints associated with the architect tsh assay (ln 7k62) and the architect tsh reagent lot 18902jn00 was performed. The review did not identify any non statistical trends in complaint activity. Furthermore, there have been no known quality issues in relation to this product since manufacture. Accuracy testing was carried out to determine the ability of the architect tsh assay to provide accurate results by running our internal file samples of architect tsh reagent lot 18902jn00 on an architect i2000sr instrument. Panel material was also assessed to evaluate the acceptability of architect tsh reagent lot 18902jn00. All validity and acceptance criteria were met, demonstrating the ability of the architect tsh assay to provide accurate results. A labeling review was performed and identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. Per the architect tsh package insert (49-3481/r3) it is recommended that specimens be removed from the clot, serum separator or red blood cells. If proper specimen collection and preparation cannot be verified, or if samples have been disrupted due to transportation or sample handling, an additional centrifugation step is recommended. Failure to follow these instructions may result in depressed specimen results. In summary, through the investigation performed, no product deficiency or malfunction was identified and no further action is required.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.